Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 409 mg/dl. Customer's current blood glucose level was 182 mg/dl. Customer was treated with insulin pen. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. Insulin delivery was not suspended due to sensor glucose versus blood glucose discrepancy. The insulin pump will not be returned for analysis.